Manufacturer narrative:
The incident report was sent to vygon france for investigation. Results of this investigation is not yet complete. Additional information will be provided in a follow up MDR.

Event description:
An 8fr sump tube was being used on a premature infant. The tube was placed too deep and perforated through the stomach, going into the peritoneal cavity. The stomach was repaired in surgery.